Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior spinal fusion at t4-l3 due to kyphoscoliosis. Postoperatively set screws popped off of left and right l3 pedicle screws. Reportedly the patient did not fuse at l2-l3. The patient underwent revision surgery for explanation of the set screws. No fragments of the explanted set screws remained inside the patient.

Manufacturer narrative:
Product analysis: the nodes on the set screw showed deformation consistent with being locked on to the rod properly. There was damage to the outside of the major diameter, consistent with the force causing the head of the bone screw to splay and allow the set screw to move or jump threads, once the tension is removed from the set screw it is possible for it to back out. If information is provided in the future, a supplemental report will be issued.